Event description:
As reported on (B)(6) 2014 a pt of unk age and gender underwent a PICC replacement post procedure, due to the luer of the PICC detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the MFR for eval as it was disposed of by the user.

Manufacturer narrative:
Returned for eval was a 5f dual lumen PICC. When physically manipulating the extension legs, the red hub is not fully adhered. Dimensional testing was performed on the device, the device met all specifications. The customer's reported complaint description of leaking at the hub is confirmed. Although the reported complaint description is confirmed, a definitive root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. A review of the angiodynamics complaint sys noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).